Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported in journal article title: outcome and risk factors of recurrence after thoracoscopic bullectomy in young adults with primary spontaneous pneumothorax authors: takashi nakayama, yusuke takahashi, hirofumi uehara, noriyuki matsutani, masafumi kawamura citation: surg today. 2017; 47: 859¿864. Doi: 10.1007/s00595-016-1452-z. The purpose of the study was to investigate the risk factors of recurrence of pneumothorax following thoracoscopic bullectomy in young adults. Between january, 2005 and september, 2015, a total of 167 patients aged = (B)(6) years (154 male and 13 female patients; bmi: 49.1 to 50.9) underwent initial thoracoscopic bullectomy for primary spontaneous pneumothorax (psp) at the hospital. During the surgical procedure, the authors performed thoracoscopic bullectomy using an echelon endoscopic stapler (ethicon) via three intercostal port accesses for all bullae detected intraoperatively. Reported complications included recurrence of pneumothorax (n-16). It was reported that in general, psp is not considered a fatal disease, with the exceptions of synchronous bilateral pneumothorax and tension pneumothorax. The findings showed that patients aged = (B)(6) years and a history of ipsilateral pneumothorax before surgery harbor significant risks of post-operative recurrence.